Event description:
It is reported the liner would not seat properly in the shell. Another liner was opened and implanted.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.